Manufacturer narrative:
Unit received excessive unexpected no reservoir during displacement test and received motion sensor test failure alarms during rewind due to motor encoder signal out of phase. No motor error alarms occurred during test. Unable to confirm motor position encoder error alarms due to excessive motion sensor test failure alarms. Cracked reservoir tube and lip, crack on battery tube threads and scratch on display window were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that the insulin pump alarmed motion sensor test failure, motor error, and motor position encoder error. The customer was unable to rewind the insulin pump because it was interrupted with a motor position encoder error alarm. The displacement test failed. Customer's blood glucose level was 423 mg/dl. The customer treated his blood glucose level with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.